Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a piece of the left essure is still in her abdominal cavity'), dysmenorrhoea ('dysmenorrhea'), hernia ('hernia') and endometriosis ('fulguration of endometriosis') in a female patient who had essure (batch no. 676112) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, nausea, vomiting, bladder spasm, migraine headache and abdominal pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), pulmonary embolism ("pulmonary embolism"), hernia (seriousness criterion medically significant), genital haemorrhage ("bleeding"), urinary tract disorder ("urinary problems") and endometriosis (seriousness criterion medically significant). The patient was treated with surgery (single site robotic assisted total laparoscopic hysterectomy, fulguration, left salpingo-oophorectomy and surgical repairs with mesh). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, dysmenorrhoea, pelvic pain, pulmonary embolism, hernia, genital haemorrhage, urinary tract disorder and endometriosis outcome was unknown. The reporter considered device breakage, dysmenorrhoea, endometriosis, genital haemorrhage, hernia, pelvic pain, pulmonary embolism and urinary tract disorder to be related to essure. The reporter commented: the device was in good position with 3 trailing coils on the left side. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a piece of the left essure is still in her abdominal cavity'), dysmenorrhoea ('dysmenorrhea'), hernia ('hernia') and endometriosis ('fulguration of endometriosis') in a female patient who had essure (batch no. 676112-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, nausea, vomiting, bladder spasm, migraine headache and abdominal pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), pulmonary embolism ("pulmonary embolism"), hernia (seriousness criterion medically significant), genital haemorrhage ("bleeding"), urinary tract disorder ("urinary problems") and endometriosis (seriousness criterion medically significant). The patient was treated with surgery (single site robotic assisted total laparoscopic hysterectomy, fulguration, left salpingo-oophorectomy and surgical repairs with mesh). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, dysmenorrhoea, pelvic pain, pulmonary embolism, hernia, genital haemorrhage, urinary tract disorder and endometriosis outcome was unknown. The reporter considered device breakage, dysmenorrhoea, endometriosis, genital haemorrhage, hernia, pelvic pain, pulmonary embolism and urinary tract disorder to be related to essure. The reporter commented: the device was in good position with 3 trailing coils on the left side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.